Event description:
It was reported that the device is providing intermittent readings during use. Customer reported that there were no audible alarms or error messages notifying the user of malfunction. There were no consequences to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.